Event description:
During an orthopedic or procedure, a reprocessed shaver was used. The surgeon noticed metal shavings and felt vibration when in use. He asked for another shaver and received another reprocessed shaver. The same incident happened with the reprocessed shaver. A new non-reprocessed shaver was requested.